Event description:
Disconnection of the system at the sampling site level. The device will be returned for evaluation. The incident will be reported to the (B)(6) by the hospital.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
No gtin number available upon completion of the investigation, it was noted that the eds iii was visually inspected and confirmed that the tubing has come away from the patient line stop cock, glue traces were noted on the tubing and the stop cock. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock on the 4th march 2013. The root cause of the problem reported by the customer could not be determined. Trends were monitored for this kind of problem and a (B)(4) was opened. At the present time this complaint is considered closed.

Event description:
Additional information stated: please find further information on the incident : disconnection after 11 days. Change of the system. No clinical consequence except the risk of meningitis.